Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0x1qw, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0z2vq , implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the skin eroded away at lead/extension connection. It was indicated that the thin skin caused the connection to break through the skin. A surgical intervention occurred and the device remains implanted. It was noted that they washed out and repositioned connectors. The intervention taken to resolve the issue was administration of heavy antibiotics. There was no fall reported. The event occurred post operation. The issue was not resolved at the time of the report.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that surgical intervention occurred in which the patient's scalp was opened, the area was cleaned, a biopsy was collected, and the lead was repositioned. It was also stated that antibiotics were given, but the issue was not resolved at the time of this report.

Manufacturer narrative:
Additional infections involving different patients were reported. Please reference the following MFR. Reports. #2649622-2016-11026, #3004209178-2016-04837, #3004209178-2016-04844, #6000153-2016-00108, #3004209178-2015-15600, #3004209178-2015-16632.

Event description:
Additional information received from the manufacturer representative (rep) reported that there have been a string of infections related to the healthcare provider (hcp) account. The account isn't sure if it is the leads causing the infections, and the surgeon has put a stop order on all dbs leads until a root cause can be determined. However, it was further stated that it is not believed that the leads are the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.